Manufacturer narrative:
Medwatch number is mw(B)(4). (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the clip was difficult to remove from the delivery system, resulting to a mucosal scrape on the opposing side of the stomach. It was reported that another resolution 360 clip device was placed, and the procedure was completed successfully. No further information has been obtained despite good faith efforts. No patient complications have been reported as a result of this event.